Manufacturer narrative:
Company rep evaluated the system. Corrections included reseating the unit's water trap. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected gas monitoring. No pt injury was reported.